Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reportable event of cutting wire broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2018. According to the complainant, during procedure, images showed that the bile duct was occluded. During endoscopy sphincterotomy (est), the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and stone removal procedure performed on (B)(6) 2018. According to the complainant, during procedure, images showed that the bile duct was occluded. During endoscopy sphincterotomy (est), the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second autotome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, a conclusion code of cause traced to component failure was assigned to this complaint, since expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.